Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be- the patient has alleged headaches, sore throat, dizziness, lightheaded, shortness of breath, nasal soreness, and chest pain. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device was completed by the manufacturer and found evidence of dark dust contaminant on the top enclosure, front panel, rear enclosure, and bottom enclosure, unknown dust contaminant on the blower, blower seal, and blower box, keratin-like substance on the blower box outlet, liquid ingress on the blower and blower box.. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dark dust contaminant on the top enclosure, front panel, rear enclosure, and bottom enclosure, keratin-like substance on the blower box outlet, liquid ingress on the blower and blower box and an unknown dust contaminant on the blower was inconsistent with the sound abatement foam the manufacturer confirmed there was no evidence of sound abatement foam degradation. Section a1, d9, g3, h6 have been updated/corrected.

Manufacturer narrative:
In the previous report, section b5 was not updated, the correct b5 should be- the patient has alleged headaches, sore throat, dizziness, lightheaded, shortness of breath, nasal soreness, respiratory issues, inflammation and chest pain. There was no report of serious or permanent patient harm or injury. In this report, section h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.